Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced angina. The index procedure treated a 2.75x10mm, 90% stenosis of the first diagonal. Treatment consisted of predilation and placement of a 2.75x16mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. One day post procedure the patient developed angina that was treated with imdur. The event was resolved without residual effects. The investigator assessed the event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.